Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose and during the call the blood glucose reading was 560mg/dl. Troubleshooting was performed, and it appears that the insulin did exit during the manual prime test. The customer mentioned that reservoir smelled to insulin and possible insulin from the reservoir leaked. No further information was provided.